Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the epicardial leads exhibited high thresholds. The epicardial leads were not implanted. No patient complications have been reported as a result of this event.